Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, pain, inflammation, mobility (B)(6) are same patient).